Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an (B)(6) 2020 hammertoe procedure was performed using arthrex ar-8725-xxh compression ft screws. Upon insertion of the headless screws, two of the cannulated 1.5mm hex drivers (ar-8737-37) and one 1.5mm solid driver (ar-8737-45) broke. Standard technique was used to insert the headless compression screws. As the near end of the headless crew was roughly 3 mm from crossing the dip joint, the portion of the cannulated driver engaged with the headless crew broke. The surgeon was attempting to only fuse the pip joint of the 2nd toe. He was able to remove the broken cannulated driver portion from the head of the screw and re-engage a second cannulated driver. The second driver again broke in the same fashion as the first, except this time the surgeon was attempting to back the screw out. A third driver, a solid 1.5 hex, was then used which also subsequently broke. The surgeon then attempted to mallet the screw across the dip joint to no avail. The screw was left crossing both the pip and dip joints and thus altering the end result of the case. Pictures have been provided to arthrex and attached to the file. Additional information obtained 8/19/2020: there were no driver fragments left in the patient. No drill guide was used. The 2.0mm cannulated drill was used over the top of a 0.86 guidewire. The drivers were used by hand. The drivers were discarded at time of procedure and are unavailable to return for evaluation.